Event description:
The customer originally reported that the knife blade would not retract after the jaws were opened during a laparoscopic right hemicolectomy. There was no patient injury. The device was returned for evaluation and visual inspection discovered that webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.